Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative was contacted by this patient's physician on january 13, 2016. According to the physician, this implanted device and electrode were explanted back in (B)(6) 2015 due to repeated infection. Boston scientific received information that this local representative contacted ts again on january 20, 2016. According to the physician, this patient may have a titanium allergy and asked if boston scientific has an option of coating the device casing. Ts explained that there is no coated ICD option. Coating of the s-ICD casing has been previously vetted and deemed to be not technically feasible. The cognis/teligen family (which is the predicate for energen, incepta, dynagen, and inogen) all use the can as a voltage reference for sensing. If the can is coated there is no assurance for sensing and for that reason boston scientific cannot pursue a coated device.